Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter splitting. The following information was provided by the initial reporter: when adapting the tubing to the catheter, the yellow tip of the catheter split in 2. It was removed to re-inject the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 27-sep-2022 h6: investigation summary bd received a used 24 gauge insyte autoguard catheter adapter assembly from lot 1168748 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a vertical and u-shaped fracture line present from the based of the adapter up to the push tab. The location and shape of the break was common in manufacturing caused catheter adapter breaks/cracks. However, given that the unit was used, and the catheter adapter would have had to be intact prior to insertion, it was possible that during use the torsion from tightening the male luer connector generated shear stress that caused the adapter to break along an existing crack or weak point. Therefore, based off the visual inspection the engineer was able to verify the reported defect. As the break would likely originate from a crack the root cause was determined to be manufacturing related. A misalignment between the rotate grippers with respect to the set together grippers can cause the observed damage. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced catheter splitting. The following information was provided by the initial reporter: when adapting the tubing to the catheter, the yellow tip of the catheter split in 2. It was removed to re-inject the patient.